Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with multiple failures was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon reviewing the pump's event history, baxter quality engineering discovered multiple occurrences of failure code 550:320, which occurred upon power-up. Failure code 550:320 will be identified as the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of multiple unknown failures. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. This involves a pump with software version 5.09.90 which is categorized as remediated.